Manufacturer narrative:
This report was created to capture events related to the onyx. The device lot number was not reported. The device will not be returned as it was implanted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The physician continued to use the catheter to inject onyx liquid embolization after encountering resistance in the catheter. According to the onyx instruction for use: "stop injection if increased resistance to the onyx¿ les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx¿ les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas." Same event as reported in MDR MFR: 2029214-2015-05119.

Event description:
Medtronic received a report that during a brain arteriovenous malformation (bavm) embolization procedure, onyx was seen exiting out from the side of the ultraflow catheter. The physician was attempting to perform a left anterior communicating artery injection through the ultraflow microcatheter. Prior to injection of onyx 34, the physician performed an angiogram to confirm tip placement. The angiogram showed that the contrast agent exiting through the catheter tip. The physician then proceeded to prepare and inject onyx. Prior to the onyx injection the catheter was observed jumping/advancing/moving at the site where the catheter was doubled over on itself, which is at the point of the m1-m2 bifurcation of the middle cerebral artery (mca), approximately 17cm from the distal tip. The physician noticed resistance while priming the catheter with dmso and thought it was because he was injecting through an ultraflow, which has a smaller inner diameter than other catheters he uses. The physician continued with onyx injection and observed the onyx leaked from the catheter at the point where the catheter was doubled over on itself. Due to this leak, onyx occluded left mca branches. The physician performed an endarterectomy on the patient's left m1-m2 segment to remove the onyx. The patient is currently doing fine.